Manufacturer narrative:
The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a damaged motor assembly from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that prior to a veterinary surgery, it was observed that the compact air drive device was frozen and did not function. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.